Event description:
It was reported that the lead kept on falling out due to the patient's anatomical differences. The lead was removed and not used. The existing lead was relocated to the superior vena cava (svc) and good testing was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Ddbb1d1 defibrillator, (B)(6) 2013. A 457453 implantable pacing lead, (B)(6) 2013. (B)(4).